Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 1 has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. They reported that it looked as though the catheter moved off the screen. There was also a high force sensor error and noise was displayed on the carto 3 system. The catheter cable was replaced and the issue remained. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. Additional clarification was received on the issues reported. There was no map shift. During ablation, the catheter appeared to slip and was no longer visible on the screen. Concurrently, all intracardiac and body surface signals became noisy. There were no signals available to monitor the patient¿s heart rhythm. Also, the screen displayed high force warnings. The error given was catheter sensor error. For the catheter visualization issue and the high force issue, they have been assessed as not reportable. The potential risk that it could cause or contribute to a serious injury or death was remote. Since there were no signals available to monitor the patient¿s heart rhythm, this issue has been assessed as a reportable malfunction. The inability to monitor the patient¿s ECG rhythm while devices are intracardiac might lead to undetected cardiac rhythm that could be life threatening.

Manufacturer narrative:
(B)(6). Subject: response to FDA request for report # 9673241-2017-00319. FDA follow up letter dated: september 1, 2017. Manufacturer reference number: (B)(4). Product description: thermocool® smarttouch® uni-directional navigation catheter. This is a response to the FDA letter dated september 1, 2017, regarding a report of a product problem with the following event description: ¿it was reported that a patient underwent an atrial fibrillation procedure with a smarttouch unidirectional catheter. They reported that it looked as though the catheter moved off the screen. There was also a high force sensor error and noise was displayed on the carto 3 system. The catheter cable was replaced and the issue remained. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. Additional clarification was received on the issues reported. There was no map shift. During ablation, the catheter appeared to slip and was no longer visible on the screen. Concurrently, all intracardiac and body surface signals became noisy. There were no signals available to monitor the patient's heart rhythm. Also, the screen displayed high force warnings. The error given was catheter sensor error. The catheter visualization issue and the high force issue have been assessed as not reportable. The potential risk that they could cause or contribute to a serious injury or death was remote. Since there were no signals available to monitor the patient's heart rhythm, this issue has been assessed as a reportable malfunction. The inability to monitor the patient's ECG rhythm while devices are intracardiac might lead to undetected cardiac rhythms that could be life threatening.¿ after reviewing the event information provided by the FDA, we matched this event to our database report number 9673241-2017-00319. We have verified that this event is in the biosense webster, inc. (Bwi) complaint database with manufacturer reference number: (B)(4). Please confirm or provide the model, lot, serial, and/or catalog number(s) of the device listed in the medical device report, as applicable. Response: device: thermocool® smarttouch® uni-directional navigation catheter model # d-1336-02-s, lot # 17625782m, catalog # d133602. Please provide a more complete description of this event including any relevant details surrounding the event. Response: it was reported that a patient underwent an atrial fibrillation ablation procedure with a smart touch unidirectional catheter. During the procedure, it appeared as if the catheter moved off of the screen. In addition, a high force sensor error and noise (signal interference) was displayed on the carto 3 system. The catheter cable was replaced and the issue remained. The catheter was replaced and the issue resolved. The procedure was completed without patient consequences. Additional clarification was received on the issues reported. There was no map shift. During ablation, the catheter appeared to slip and was no longer visible on the screen. Concurrently, all intracardiac and body surface signals became noisy. There were no signals available to monitor the patient¿s heart rhythm. The screen displayed high force warnings. A catheter sensor error displayed. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual. A complete description of investigation and analysis methodology(ies) used, an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, and any conclusions reached based on the investigation and analysis results. The customer complaint has been verified and the investigation revealed that the irrigation tube in the was damaged. The product was received and a detailed visual inspection was performed. The device was found to be in good physical condition. The product was functionally tested and connected to the carto 3 system. The catheter was recognized by the carto 3 system, however, it failed to visualize and error 106 message displayed. The catheter was dissected and checked for continuity and resistance of the sensor pads on the pc board. Further examination revealed that the sensor was within specifications. The catheter was tested for electrical performance and failed. Current leakage was observed on the electrodes. When the catheter was dissected, white and green material was observed on the internal connector pins and the pc board causing the improper conditions. The catheter was connected to the coolflow pump and water leakage was observed at the catheter handle. Further investigation revealed that the irrigation tube was broken inside the handle. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specifications and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On line inspections and functional tests, including an irrigation test, are in place to prevent catheters with this type of damage from leaving the facility. What actions has your firm taken to address this problem? Response: per the bwi complaint management process, complaint trends are monitored monthly. No significant trends in complaints for this issue have been identified at this time. This issue, along with all other issues reported to bwi will continue to be monitored. Please provide the results of risk management activities completed by your firm which address the reported device problem. Indicate the frequency and severity of the hazard, cause(s), and the applicable control(s) implemented to mitigate the hazard. The master hazard analysis identifies this risk of ¿irrigation tubing damage¿ in the worst-case scenario to have an occurrence of 3 (occasional) and a severity ranking of 5 (critical). The risk control activities are captured within the master hazard analysis performed for the d-1336 product family. The current occurrence is 1 (improbable) and the severity ranking is 5 (critical), with the resultant risk factor being rated as afap (as far as possible). Afap is generally acceptable within this region, if risk cannot be reduced any further. If initial (pre-mitigation) risk level falls in this region, risk control measures must still be applied and all risk control options must be exhausted. Based on available analysis findings, the root cause of the irrigation tubing being broken cannot be determined. Additionally, based on the dfmea, irrigation leaks- shorting electrical components/corrosion are classified with a severity ranking of 1 (negligible). Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. Response: the catheter visualization issue and the high force issue were assessed as not reportable. The potential risk that these issues could have caused or contributed to a serious injury or death is remote. Because there were no signals available to monitor the patient¿s heart rhythm, the signal interference (noise) issue has been assessed as a reportable malfunction for the catheter. The inability to monitor the patient¿s ECG rhythm while devices are intracardiac could lead to undetected cardiac rhythms that could potentially cause patient injury. In the past 2 years, there have been 8 complaints reported to bwi for complete signal loss. All of these complaints were reported to the FDA as malfunction mdrs. They have the following MDR report numbers: 9673241-2016-00047, 9673241-2016-00210, 9673241-2016-00311, 9673241-2016-00758, 9673241-2016-00875, 9673241-2017-00049, 9673241-2017-00319, 9673241-2017-00464. Please provide the total number of devices manufactured, distributed and, if available, used per year over the last three years for the medical device identified in the medical device report. Please indicate the proportions distributed in the us and outside the us. Response: used-per-year data is not available, however, information on devices manufactured and distributed are listed below. Manufactured january 2014 ¿ september 2017: (B)(4). Distributed august 2014 to september 2017: country, 2014, 2015, 2016, 2017, ytd total. Us, 3377, 11539, 11786, 5421, 32123. Ous, 4863, 15216, 16346, 12552, 48977. Total, 8240, 26755, 28132, 17973, 81100. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
During an internal review on october 4, 2017, a correction was found to the 3500a supplemental follow-up #2. We submitted that an internal corrective action had been opened to investigate a potential pcb issues/intermittency. However, the correction is that no corrective action was required at this time. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. They reported that it looked as though the catheter moved off the screen. There was also a high force sensor error and noise was displayed on the carto 3 system. The catheter cable was replaced and the issue remained. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. Additional clarification was received on the issues reported. There was no map shift. During ablation, the catheter appeared to slip and was no longer visible on the screen. Concurrently, all intracardiac and body surface signals became noisy. There were no signals available to monitor the patient¿s heart rhythm. Also, the screen displayed high force warnings. The error given was catheter sensor error. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for sensor, carto functionality. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter failed during the carto test. Error 106 was displayed. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. Per the event, the catheter was tested for electrical performance and the catheter failed the test, current leakage was observed on electrodes. The catheter was dissected and white and green material was observed on internal connector pins and pc board causing the improper condition. Therefore, the catheter was connected to the cool flow pump and water leakage observed at the catheter handle. Further investigation revealed that the irrigation tube was broken inside the handle. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests including irrigation test, are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the irrigation tubing broken cannot be determined. An internal corrective action has been opened to investigate a potential pcb issues/intermittency.